Manufacturer narrative:
A lumenis service engineer visited the facility one (1) day after the reported event. The engineer opened up the system's power plug and checked for any frayed or loose wires. No discrepancies were observed and the engineer reassembled the power plug. The engineer then ran the laser continuously and at various power levels with no identified issues. The system passed all functionality tests. The engineer had noted that there weren't any internal issues with the laser, and the laser's internal fuses and breakers had not been tripped. It was further noted that the facility's electrical infrastructure had failed during the procedure. As a result, a 35a circuit breaker was replaced by the facility, rectifying the problem. Lumenis device malfunction is not suspected as being the cause or contributory to the event reported. A review and analysis of all information indicated the root cause to be a problem with the facility's infrastructure. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution lumenis is reporting this event.

Event description:
A user facility reported that during a procedure in which a lumenis pulse 100 was being utilized the system suddenly "stopped working". As the facility did not have a backup device, the physician abandoned the rest of the procedure, and the patient was subsequently woken up from anesthesia. No report of patient injury or harm was received, nor did the malfunction cause or contribute to any change in the patient's status.